Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load cartridges onto the pump. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported that the unusable insulin from the cartridge is extracted and used when filling a new cartridge with insulin. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge successfully and resumed pump therapy.